Event description:
Per the clinic, the patient experienced an infection at incision site (date not reported) and subsequently was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.